Event description:
The autopulse platform (s/n (B)(4)) was used in an attempt to resuscitate a patient in cardiac arrest. As reported, the autopulse platform displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large). As per the customer, no troubleshooting was performed to clear the advisory message. The customer reported that return of spontaneous circulation (rosc) was not achieved, and the patient was pronounced dead at the hospital. The customer didn't provide further information if the crew reverted to manual CPR or not after the issue occurred. The customer did not provide information regarding the relationship between the death and the alleged malfunction. However, zoll's medical safety assessment (msa) evaluated the incident, and it was determined that the death was not related to the autopulse device.

Manufacturer narrative:
The reported complaint that "the autopulse platform (s/n (B)(4)) displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large)" was not confirmed during archive data review and could not be replicated during the functional testing, performed at zoll. During visual inspection of the autopulse platform, it was noted that the bottom enclosure was damaged with a broken screw fitting, unrelated to the reported complaint. The observed physical damage appeared to be the characteristics of harsh impacts due to user mishandling. The bottom enclosure was replaced to address the issue. A review of the autopulse platform archive data was performed and did not show any ua07 advisory messages or any other significant discrepancies on or around the customer's reported event date. The autopulse platform failed initial functional testing due to a ua45 advisory message displayed upon powering up, unrelated to the reported complaint. The driveshaft was rotated to the "home" position to clear the ua45 advisory message. After the ua45 was cleared, the autopulse platform was further tested and passed all functional testing without any fault or error. The load cell characterization test confirmed that both load cells were functioning within specification. Therefore, the customer's report of the ua07 advisory message was not replicated or confirmed. User advisory is normally a clearable error message and is designed into the platform to alert the operator that autopulse has detected one of several conditions. Per the autopulse® resuscitation system model 100 user guide, if the driveshaft is not at its home position when the autopulse is powered on, a user advisory 45 will occur. This user advisory will persist until the driveshaft is returned to its home position. To clear a user advisory (45) pull up on the lifeband until the chest bands are fully extended (thereby moving the driveshaft back to its home position), and then restart. Following service, the brake gap inspection was performed and verified the brake gap was within the specification. The autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. According to available information, the death was not related to the autopulse device. The autopulse is used as an adjunct to manual CPR in cases of clinical death. The benefit of using the autopulse is that it in part substitutes mechanical compressions for the physical labor of manual chest compressions. If the autopulse did not start or unexpectedly stops compressions, rescuer should revert to manual CPR, which is the standard of care. The autopulse is intended to be used as an adjunct to manual CPR on adult patients. In case of stoppage of autopulse the trained user reverts to manual CPR. The transition from autopulse to manual CPR by trained users is similar to the time necessary for rescuer rotation, and presents the same workflow as manual CPR. Hence, based on available information, the patients' outcome was not negatively impacted by the interruptions when compared to standard of care manual CPR. Out-of-hospital cardiac arrest (ohca) is one of the main causes of death in industrial nations. About 25% of patients survive this event and make it to the hospital, and even fewer patients survive after 24 hours (nichol, nejm, 2015). In the united states, survival to hospital discharge after non-traumatic emergency medical services-treated cardiac arrest with any first recorded rhythm was 10.6% for patients of any age. Of the bystander-witnessed out-of-hospital cardiac arrests in 2011, 31.4% of victims survived to hospital discharge (mozaffarian, circulation, 2016). Death is an expected outcome for ohca.